Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she has never experienced any of the reported events prior to undergoing the essure procedure. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe pain/abdominal pain"), back pain ("chronic back pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and rash ("excessive rashes"). The patient was treated with surgery (she had undergone essure removal surgery). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain, pelvic discomfort, menorrhagia and rash had not resolved. The reporter considered abdominal pain, back pain, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure (ess205). The reporter commented: she subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she has never experienced any of the reported events prior to undergoing the essure procedure. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe pain/abdominal pain"), back pain ("chronic back pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and rash ("excessive rashes"). The patient was treated with surgery (she had undergone essure removal surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, pelvic discomfort, menorrhagia and rash had not resolved. The reporter considered abdominal pain, back pain, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure (ess205). The reporter commented: she subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure indication and removal date was added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.